Manufacturer narrative:
Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. Atrioventricular conduction disturbances after tavr and avr are associated with many patient-related and procedural-related factors. The mechanism of the development of heart block after tavr and surgical avr are well documented and described in literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6% will develop post operative heart block, potentially requiring a permanent pacemaker. A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per obtain information, after the myomectomy was performed between the junction of the left and right commissures and short of the right coronary orifice, the annulus was measured for a 21mm magna ease valve. The valve was seated appropriately and the aortotomy was closed. Subsequently, there was no outflow from the valve at all. There were extreme ventricular arrhythmias when the cross-clamp was removed. Then the cross-clamp was re-applied and the aorta re-opened. The valve was examined and seemed to be positioned appropriately. A probe would go through, but once the valve leaflets were opened, the ventricular unloaded. This was done under cardioplegia, so the aortotomy was reclosed. The cross-clamp was removed and again there was no outflow from the left ventricle, which was stiff. There were multiple assorted arrhythmias including multiple episodes of atrial fibrillation, at this point, it was decided to change the valve. Again with echo, there was no evidence of a vsd, no perivalvular leak and no atrial defects were see. The magna ease was removed and replaced with a 21mm non-edwards valve. There were complications of coagulopathy, thrombocytopenia, ventricular fibrillation and multiple arrhythmias. It was learned that patient expired on pod # 3. Pre-EKG showed sinus bradycardia at a rate of 44, incomplete right bundle branch block, lvh as noted, nonspecific st-t wave findings.

Manufacturer narrative:
UDI number: (B)(4). Additional manufacturer narrative: based on the limited information received, it is unknown the cause of death and the "defect" of the subject device. The health care provider is unwilling to release the device for evaluation and provide additional information on the event. The reported event is unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A definitive root cause cannot be determined at this time. No further corrective or preventative actions are required. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that the subject device was found defective and replaced with another valve. It was learned that the patient expired with no additional information.